Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the infusion set site fell off. Blood glucose (bg) was 459 mg/dl. Tubing was reconnected to a new site and a bolus was delivered. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip/fluids were administered. Elevated bg/dka were resolved. Customer was discharged the next day with no permanent damage. Type of infusion set was not reported.